Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the outer sheath of the driveline was damaged.  There was a small crack.  A driveline sheath repair was performed.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
The driveline cable was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of the controller log files associated with the event showed parameters to be within normal operation. On-site inspection of the driveline cable revealed a new crack in the outer sheath, confirming the reported event. A driveline sheath repair was performed to mitigate the conditions reported. Based on the available information, the additional damage to the driveline was a progression of the previously reported damage. An internal investigation has been initiated to evaluate driveline sheath damages. Based on the investigation, the most likely root cause of the driveline sheath damage is exposure to uv light. If information is provided in the future, a supplemental report will be issued.